Event description:
A report was received that the patient lost stimulation. The patient underwent a lead revision, during which, the physician performed troubleshooting and high impedances were noted on 7-8 contacts of the lead. The physician found out a lead fracture at the tail of the first contact. The physician replaced the lead with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.